Event description:
It was reported that this device was exhibiting premature battery depletion. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Subsequent field follow-up stated that device change out did not occur as expected, as the patient passed away from a condition unrelated to the functionality of the implanted system. Additionally, it was stated that the unit would not be returned post mortem and that the physician nor family were requesting further data collection nor a technical functionality assessment. The devices model and serial number are not part of any product advisories and programming at the time of death was ddir with 30 percent programmed pacing and functioning as expected in spite of the battery anomalies.

Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.